Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the provided data. The analysis of the provided trend data, acquired between (B)(6) 2025 recorded a stable pacing impedance of 500 ohms and an initial shock impedance of 70 ohms with an abrupt increase to >150 ohm from november. The analysis of the provided iegm episodes revealed a physiological ventricular tachycardia with appropriate ICD charging cycles and shock deliveries. The provided x-ray images were analyzed. The distal part is not assessable due to poor quality. In the clavicle area, there could be damage to the insulation of the lead body, as seen in the image from 2024. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead showed shock impedance out of range (> 150 ohm). The lead cannot be identified with the serial number. The implantation took place most likely in (B)(6) 2014 in romania. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.